Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept detecting upstream occlusion during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The event history log (ehl) review was performed and revealed that the customer experienced multiple "upstream occlusion!" Alarms. The reported problem, kept detecting upstream occlusion, was verified. The ultrasonic sensor calibration values were found to be low, which is a known cause of the reported problem. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had an air in line . The cause was determined to be a failed ultrasonic sensor through observation of low ultrasonic sensor calibration values. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.